Event description:
It was reported that noise was recorded on the EKG. Externalized conductors were noted. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the connector pin measuring 32.1cm was returned for analysis. External insulation abrasions were found at 5.8-6.4cm, 11.6-12.1cm, and 25.1-25.8cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at all abrasion locations.